Event description:
Patient was revised to address a broken diaphyseal sleeve.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Patient x-rays were not available for review. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No information was obtained. A complaint database search found additional reported incidents against the reported lps diaphyseal sleeve product code. The investigation could not draw any conclusions about the root cause of the current reported event; however, the investigation identified a trend of fractured and disassociated lps diaphyseal sleeve components. A health hazard evaluation was previously conducted and resulted in a voluntary recall being initiated on (B)(4) 2013 for product codes 1987220018, 198720020, 198720204 and 198720028. On (B)(6) 2013 the FDA classified this as a class 1 recall. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.